Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350 winterthur. This reported will be reported under: 3002806535-2026-00026.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Proposed component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.